Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room after being lost to follow up. Upon interrogation it was noted that patient received 11 inappropriately administered shocks due to rapid ventricular response. Therapy was exhausted in one episode. It was determined that the patient had not been taking their medicine and was advised to take it as prescribed. Further review also found that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This implantable cardioverter defibrillator (ICD) currently remains in service and no adverse patient effects were reported.